Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 62-year-old male presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage d shock, on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. The impella was placed post-percutaneous coronary intervention (pci) of the obtuse marginal artery (om) artery. The interventional cardiologist injected contrast at bedside to remove the impella cp, but a thrombus was seen. Vascular surgery performed a surgical cutdown, repair, and clot removal. The post-procedure outcome is survival at explant. The impella cp will be coded for thrombosis, surgical intervention, and serious injury. While the impella system is designed to provide circulatory support, the presence of a foreign body in the bloodstream, combined with low-flow states, can activate the coagulation cascade, leading to the formation of clots.

Manufacturer narrative:
Corrected information has been provided in d1 and e4. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted to correct previously reported h6 coding and to document the final investigation conclusions. H6. Health effect - impact code f12 (serious injury/illness/impairment) was inadvertently omitted from the initial report and has been added. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Thrombosis/ppae: the cause of the injury was not determined due to insufficient clinical details.